Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited impedance measurements. Isometrics and pocket manipulation were performed and oversensed noise resulted in 2-3 seconds of asystole. The patient is pacemaker dependent so surgical intervention was performed. The lead was capped. No additional adverse patient effects were reported.